Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received a device notification two days after the implantation. Hv lead impedance increased over 200 ohms (rv to can). At the follow up they tried to induce noise by moving the device in the pocket but no noise occurred. Technical support suggested a low energy shock (1, 1 j). After shock lv pace and sense and the lv lead impedances were normal.